Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens -18.00 diopter, in the patients left eye (os) on (B)(6) 2019. A couple of hours after the initial surgery, the patient experienced pain and a negative effect on her vision. A cataract had developed and the lens was explanted. The cataract was removed and a monofocal lens was implanted on (B)(6) 2019. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient code 1932: inflammation. Device code 1494:off-label use (acd < 3.0mm). Claim#: (B)(4).